Event description:
Acquisition monitor. It was reported to philips that the live imaging monitor of the azurion device would not power on during an examination. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the acquisition monitor power was not turned on. As part of the troubleshooting process, onsite service engineer checked the contact with the power cable of the monitor and replaced the monitors. After replacement of monitors, the system was returned to use in good working order. The codes were updated based on the investigation outcome.